Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 321 mg/dl. Troubleshooting was performed, and it was found that an alarm had occurred on the insulin pump during the manual prime. The customer also reported receiving motor error alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.